Event description:
The device was not detecting signals, during implantation. On (B)(4) 2015 per affiliate: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient - no. What actions were taken as a result of this incident - the microsensor was removed. Was the device revised or was it removed and monitoring discontinued? (Icp). Monitoring discontinued.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's evaluation also included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The device evaluation found that there was no visible damage to the sensor, catheter material or connector. The codman label and barcode were discolored. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.